Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken in 2019 wherein the entire system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.